Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt reported having issues with the controller. Pt stated it feels like it "overheats" when they were recharging the ins - pt clarified that the rtm heats up during recharge. Pt stated that the remote says to call hcp thermometer on the screen for the past 2 days. Pt stated if they tried to charge the ins, the controller doesn't show the "intensity" and it just freezes. Pt has been removing/replacing the battery but now the controller screen is all crazy - it has 2 locks on the screen instead of just one. Pt clarified it appears there are overlapping screens. Pt stated their stimulation is changing on its own for the past 2 days. Pt stated they cannot turn the ins off. Pss is sending a request to repair team for the controller and the rtm cord.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient product ID: 97755 serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported having issues with the controller. Pt stated it feels like it "overheats" when they were recharging the ins - pt clarified that the rtm heats up during recharge pt stated that the remote says to call hcp thermometer on the screen for the past 2 days. Pt stated if they tried to charge the ins, the controller doesn't show the "intensity" and it just freezes. Pt has been removing / replacing the battery but now the controller screen is all crazy - it has 2 locks on the screen instead of just one. Pt clarified it appears there are overlapping screens. Pt stated their stimulation is changing on its own for the past 2 days. Pt stated they cannot turn the ins off. Pss is sending a request to repair team for the controller and the rtm cord.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# nlf096200n implanted: explanted: product type recharger h3: analysis of the recharger (product ID 97745 lot# serial# (B)(6)) found broken connector and damaged or missing pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.